Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device implanted moved, migration of the essure device to the abdominal or pelvic cavity'), perforation ('perforation of the uterus, fallopian tubes or other organs') and cholecystectomy ('loss of gall bladder') in an adult female patient who had essure (batch no. B72579) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included fluoxetine and probiotics [umbrella term]. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), tooth loss ("loss of teeth"), coital bleeding ("bleeding during and after sex"), headache ("headaches"), pelvic pain ("pelvic pain"), restless legs syndrome ("restless leg syndrome"), back pain ("back pain"), abdominal distension ("bloating"), abdominal pain ("chronic abdominal pain"), autoimmune disorder ("auto-immune 'reactions"), fatigue ("chronic fatigue"), alopecia ("hair loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression"), genital haemorrhage ("excessive bleeding"), weight fluctuation ("weight changes") and hypersensitivity ("allergic reactions"), underwent cholecystectomy (seriousness criteria hospitalization, disability and medically significant) and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, perforation, cholecystectomy, pregnancy with contraceptive device, tooth loss, coital bleeding, headache, pelvic pain, restless legs syndrome, back pain, abdominal distension, abdominal pain, autoimmune disorder, fatigue, alopecia, mood altered, anxiety, depression, genital haemorrhage, weight fluctuation and hypersensitivity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for abdominal distension, back pain, cholecystectomy, coital bleeding, device dislocation, headache, pelvic pain, restless legs syndrome and tooth loss with essure. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, depression, fatigue, genital haemorrhage, hypersensitivity, mood altered, perforation, pregnancy with contraceptive device and weight fluctuation to be related to essure. The reporter commented: serious injury criterion: hospitalization: disability/permanent damage, required intervention. Other serious (important medical event) and event date (B)(6) 2014 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: summons received. Reporter information, events: chronic abdominal pain, excessive bleeding, unintended pregnancy, device ineffective, perforation of the uterus, fallopian tubes or other organs, allergic and auto-immune reactions, headaches, chronic fatigue, weight changes, hair loss, mood changes, anxiety, depression, action taken with drug added. On (B)(6) 2021: no new information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082786) on 31-jan-2019. The most recent information was received on 14-may-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device implanted moved, migration of the essure device to the abdominal or pelvic cavity'), perforation ('perforation of the uterus, fallopian tubes or other organs') and cholecystectomy ('loss of gall bladder') in an adult female patient who had essure (batch no. B72579) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included fluoxetine and probiotics [umbrella term]. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), tooth loss ("loss of teeth"), coital bleeding ("bleeding during and after sex"), headache ("headaches"), pelvic pain ("pelvic pain"), restless legs syndrome ("restless leg syndrome"), back pain ("back pain"), abdominal distension ("bloating"), abdominal pain ("chronic abdominal pain"), autoimmune disorder ("auto-immune 'reactions"), fatigue ("chronic fatigue"), alopecia ("hair loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression"), genital haemorrhage ("excessive bleeding"), weight fluctuation ("weight changes") and hypersensitivity ("allergic recations"), underwent cholecystectomy (seriousness criteria hospitalization, disability and medically significant) and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, perforation, cholecystectomy, pregnancy with contraceptive device, tooth loss, coital bleeding, headache, pelvic pain, restless legs syndrome, back pain, abdominal distension, abdominal pain, autoimmune disorder, fatigue, alopecia, mood altered, anxiety, depression, genital haemorrhage, weight fluctuation and hypersensitivity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for abdominal distension, back pain, cholecystectomy, coital bleeding, device dislocation, headache, pelvic pain, restless legs syndrome and tooth loss with essure. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, depression, fatigue, genital haemorrhage, hypersensitivity, mood altered, perforation, pregnancy with contraceptive device and weight fluctuation to be related to essure. The reporter commented: serious injury criterion: hospitalization: disability/permanent damage, required intervention. Other serious (important medical event) and event date (B)(6) 2014 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: coi and country of essure updated to canada, reporters information updated. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082786) on 31-jan-2019. The most recent information was received on 14-may-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device implanted moved, migration of the essure device to the abdominal or pelvic cavity'), perforation ('perforation of the uterus, fallopian tubes or other organs') and cholecystectomy ('loss of gall bladder') in an adult female patient who had essure (batch no. B72579) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included fluoxetine and probiotics [umbrella term]. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), tooth loss ("loss of teeth"), coital bleeding ("bleeding during and after sex"), headache ("headaches"), pelvic pain ("pelvic pain"), restless legs syndrome ("restless leg syndrome"), back pain ("back pain"), abdominal distension ("bloating"), abdominal pain ("chronic abdominal pain"), autoimmune disorder ("auto-immune 'reactions"), fatigue ("chronic fatigue"), alopecia ("hair loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression"), genital haemorrhage ("excessive bleeding"), weight fluctuation ("weight changes") and hypersensitivity ("allergic recations"), underwent cholecystectomy (seriousness criteria hospitalization, disability and medically significant) and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, perforation, cholecystectomy, pregnancy with contraceptive device, tooth loss, coital bleeding, headache, pelvic pain, restless legs syndrome, back pain, abdominal distension, abdominal pain, autoimmune disorder, fatigue, alopecia, mood altered, anxiety, depression, genital haemorrhage, weight fluctuation and hypersensitivity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for abdominal distension, back pain, cholecystectomy, coital bleeding, device dislocation, headache, pelvic pain, restless legs syndrome and tooth loss with essure. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, depression, fatigue, genital haemorrhage, hypersensitivity, mood altered, perforation, pregnancy with contraceptive device and weight fluctuation to be related to essure. The reporter commented: serious injury criterion: hospitalization: disability/permanent damage, required intervention. Other serious (important medical event) and event date (B)(6) 2014 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: coi and country of essure updated to canada, reporters information updated. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082786) on 31-jan-2019. The most recent information was received on 29-sep-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device implanted moved/ migration of the essure device to the abdominal or pelvic cavity'), perforation ('perforation of the uterus, fallopian tubes or other organs') and cholecystectomy ('loss of gall bladder') in an adult female patient who had essure (batch no. B72579) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included fluoxetine and probiotics [umbrella term]. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, disability and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), hypersensitivity ("allergic recations"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), abdominal distension ("bloating"), headache ("headaches"), coital bleeding ("bleeding during and after sex"), autoimmune disorder ("auto-immune 'reactions"), fatigue ("chronic fatigue"), alopecia ("hair loss"), tooth loss ("loss of teeth"), restless legs syndrome ("restless leg syndrome"), weight fluctuation ("weight changes"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"), underwent cholecystectomy (seriousness criteria hospitalization, disability and medically significant) and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (removal of essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, perforation, cholecystectomy, pregnancy with contraceptive device, pelvic pain, abdominal pain, hypersensitivity, back pain, genital haemorrhage, abdominal distension, headache, coital bleeding, autoimmune disorder, fatigue, alopecia, tooth loss, restless legs syndrome, weight fluctuation, mood altered and anxiety outcome was unknown and the depression had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for restless legs syndrome and tooth loss with essure. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, cholecystectomy, coital bleeding, depression, device dislocation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device and weight fluctuation to be related to essure. The reporter commented: serious injury criterion: hospitalization: disability/permanent damage, required intervention. Other serious (important medical event) and event date (B)(6) 2014 were reported, but not specified and/or assigned to one of the events. The criteria were thus assigned to the event "device implanted moved/ migration of the essure device". Note: patient did not mention the event pregnancy in the initial report. Batch no.: b72579, expiration date: 30-sep-2016, and manufacturing date: 25-sep-2013. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-sep-2021: quality safety evaluation of product technical complaint (ptc). Seriousness criteria hospitalization and disability assigned to event device moved/ migration. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082786) on (B)(6) 2019. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device implanted moved, migration of the essure device to the abdominal or pelvic cavity'), perforation ('perforation of the uterus, fallopian tubes or other organs') and cholecystectomy ('loss of gall bladder') in an adult female patient who had essure (batch no. B72579) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included fluoxetine and probiotics [umbrella term]. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), tooth loss ("loss of teeth"), coital bleeding ("bleeding during and after sex"), headache ("headaches"), pelvic pain ("pelvic pain"), restless legs syndrome ("restless leg syndrome"), back pain ("back pain"), abdominal distension ("bloating"), abdominal pain ("chronic abdominal pain"), autoimmune disorder ("auto-immune 'reactions"), fatigue ("chronic fatigue"), alopecia ("hair loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression"), genital haemorrhage ("excessive bleeding"), weight fluctuation ("weight changes") and hypersensitivity ("allergic recations"), underwent cholecystectomy (seriousness criteria hospitalization, disability and medically significant) and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on 18-jan-2019. At the time of the report, the device dislocation, perforation, cholecystectomy, pregnancy with contraceptive device, tooth loss, coital bleeding, headache, pelvic pain, restless legs syndrome, back pain, abdominal distension, abdominal pain, autoimmune disorder, fatigue, alopecia, mood altered, anxiety, depression, genital haemorrhage, weight fluctuation and hypersensitivity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for abdominal distension, back pain, cholecystectomy, coital bleeding, device dislocation, headache, pelvic pain, restless legs syndrome and tooth loss with essure. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, depression, fatigue, genital haemorrhage, hypersensitivity, mood altered, perforation, pregnancy with contraceptive device and weight fluctuation to be related to essure. The reporter commented: serious injury criterion: hospitalization: disability/permanent damage, required intervention. Other serious (important medical event) and event date (B)(6) 2014 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082786) on 31-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("device implanted moved") and cholecystectomy ("loss of gall bladder") in a female patient who had essure (batch no. B72579) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included fluoxetine and probiotics [umbrella term]. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), tooth loss ("loss of teeth"), coital bleeding ("bleeding during and after sex"), headache ("headaches"), pelvic pain ("pelvic pain"), restless legs syndrome ("restless leg syndrome"), back pain ("back pain") and abdominal distension ("bloating") and underwent cholecystectomy (seriousness criteria hospitalization, disability and medically significant). The patient was treated with surgery. At the time of the report, the device dislocation, cholecystectomy, tooth loss, coital bleeding, headache, pelvic pain, restless legs syndrome, back pain and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, back pain, cholecystectomy, coital bleeding, device dislocation, headache, pelvic pain, restless legs syndrome and tooth loss with essure. The reporter commented: serious injury criterion: hospitalization: disability/permanent damage, required intervention. Other serious (important medical event) and event date (B)(6) 2014 were reported, but not specified and/or assigned to one of the events. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082786) on 31-jan-2019. The most recent information was received on 28-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("device implanted moved") and cholecystectomy ("loss of gall bladder") in a female patient who had essure (batch no. B72579) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included fluoxetine and probiotics [umbrella term]. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), tooth loss ("loss of teeth"), coital bleeding ("bleeding during and after sex"), headache ("headaches"), pelvic pain ("pelvic pain"), restless legs syndrome ("restless leg syndrome"), back pain ("back pain") and abdominal distension ("bloating") and underwent cholecystectomy (seriousness criteria hospitalization, disability and medically significant). The patient was treated with surgery. At the time of the report, the device dislocation, cholecystectomy, tooth loss, coital bleeding, headache, pelvic pain, restless legs syndrome, back pain and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, back pain, cholecystectomy, coital bleeding, device dislocation, headache, pelvic pain, restless legs syndrome and tooth loss with essure. The reporter commented: serious injury criterion: hospitalization: disability/permanent damage, required intervention. Other serious (important medical event) and event date 27-mar-2014 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5082786) on 31-jan-2019. The most recent information was received on 01-apr-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("device implanted moved/ migration of the essure device to the abdominal or pelvic cavity"), perforation ("perforation of the uterus, fallopian tubes or other organs") and cholecystectomy ("loss of gall bladder") in an adult female patient who had essure inserted (lot no. B72579). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of urinary tract infection, bowel movement irregularity, restless legs syndrome, back pain, depression, anxiety, persistent headache, migraine, gallbladder removal, dental decay, swelling (allergies: gravol, nsaid), menses irregular and heavy menstrual bleeding. Previously administered products included: flexi t and oral contraceptive nos. Concurrent conditions were listed as right upper quadrant pain, menstrual cramp, bleeding intermenstrual and post coital bleeding. Concomitant products included probiotics [umbrella term] and fluoxetine. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced device dislocation (seriousness criteria hospitalisation, disability and intervention required), perforation (seriousness criteria medically important and intervention required), pregnancy with contraceptive device ("unintended pregnancy"), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), hypersensitivity ("allergic reactions"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), abdominal distension ("bloating"), headache ("headaches"), coital bleeding ("bleeding during and after sex"), autoimmune disorder ("auto-immune 'reactions"), fatigue ("chronic fatigue"), alopecia ("hair loss"), tooth loss ("loss of teeth"), restless legs syndrome ("restless leg syndrome"), weight fluctuation ("weight changes"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and underwent cholecystectomy (seriousness criteria hospitalisation, disability and medically important). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the depression had not resolved. The outcomes for device dislocation, perforation, cholecystectomy, pregnancy with contraceptive device, pelvic pain, abdominal pain, hypersensitivity, back pain, genital haemorrhage, abdominal distension, headache, coital bleeding, autoimmune disorder, fatigue, alopecia, tooth loss, restless legs syndrome, weight fluctuation, mood altered and anxiety were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, cholecystectomy, coital bleeding, depression, device dislocation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device and weight fluctuation to be related to essure administration. No causality assessment was received for essure with regard to tooth loss or restless legs syndrome. The reporter commented: serious injury criterion: hospitalization: disability/permanent damage, required intervention. Other serious (important medical event) and event date 27-mar-2014 were reported, but not specified and/or assigned to one of the events. The criteria were thus assigned to the event "device implanted moved/ migration of the essure device". Note: patient did not mention the event pregnancy in the initial report. At the end of the procedure on the left side, dr could see six or seven coils on the right side four or five coils. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2013: her vagina and cervix are normal. Her iud is coming out through the os. Bimanual exam revealed an anteverted uterus, normal-sized, mobile and non-tender. The adnexae are negative. [Hepatobiliary scan] on (B)(6) 2017: cystic and common bile ducts are both demonstrated to be patent. Borderline normal gallbladder function with evidence of mild biliary dyskinesia. [Pathology test] on (B)(6) 2014: specimen: iud. Gross description: the specimen consists of a t-shape copper coiled iud with an attached blue suture diagnoses: intrauterine device, removal of intrauterine device - grossly identified. Intrauterine device; on (B)(6) 2019: specimens: uterus and cervix, bilateral fallopian tubes gross description: the bilateral essure coils are visible after sectioning. They extend up to the opening of the comua into the endometrial cavity. Other than the tip of the right essure coil at the opening of the right comua into the endometrial cavity, the rest of the right essure coil is not visualized. It occupies the proximal third of the right fallopian tube. The portion of the left fallopian tube along the myometrium as it travels to the opening of the comua is visualized on cut section. The rest of the left essure coil is not visualized. It occupies the proximal third of the left fallopian tube. Diagnoses: uterine cervix, uterine corpus, bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: uterine cervix with no significant histopathologic abnormalities. Uterine corpus with: secretory endometrium negative for hyperplasia and malignancy. Leiomyoma, subserosal. Bilateral fallopian tubes with no significant histopathologic abnormalities. Essure coils identified as described above. Batch no.: b72579. Expiration date: 30-sep-2016. Manufacturing date: 25-sep-2013. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-apr-2024: medical record received. Lab data including (surgical pathology report) added. Medical history, historical drugs, concomitant conditions were are added. Patient, product and new reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.